Manufacturer narrative:
B4: 28sep2021. Following the evaluation of the device, the customer replaced the touchscreen to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Manufacturer narrative:
The removed touchscreen was returned to the failure investigation lab (fi). A visual inspection of the touchscreen revealed no evidence of damage or contamination. The fi technician installed the touchscreen into a fi ventilator to attempt to duplicate the reported issue. The touchscreen was tested, and the customer complaint was verified. Root cause the ul_lr and ur_ll resistance were out of specification.

Manufacturer narrative:
The device was not in use at the time of the event. There was no report of patient or user harm/impact.

Event description:
It was reported to philips that the touchscreen was not working. The device was not in use at the time of the event. There was no report of patient or user harm/impact. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The caller advised calibrated touchscreen, but still unable to use touchscreen. Replacement part information was provided to the customer. A good faith effort was made to obtain additional information on the repair and operational status.